Event description:
It was reported the patient's scs ipg was inoperable. Reportedly, the patient had not used or charged the device for a long time and the battery depleted. Surgical intervention was taken, the patient's scs ipg was replaced and stimulation therapy restored.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.